Event description:
It was reported that the gastrointestinal videoscope had no image. The event was found during inspection before use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and a reportable malfunction was found. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: corrosion on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.